Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the circumflex (cx) artery with heavy calcification and moderate tortuosity. The 2.5x15mm xience skypoint stent delivery system (sds) could not be fully deployed due to the severe calcification. The dense calcification in the target lesion created substantial resistance, which prevented the stent from achieving full expansion despite appropriate ballon inflation. The stent was not implanted and the procedure was stopped without angioplasty. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.